Event description:
Patient reported their dentist advised them to stop treatment due to the aligners causing spacing between teeth and recession requiring immediate attention.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.